Event description:
The multifocal intraocular lens was removed and replaced with the same model and diopter lens several months after the original implant date. Reason stated was the surgeon's observation of a scratch or chip in the center of the implanted lens. Patient was having trouble seeing in the right eye. Surgery was successful, no patient injury.

Manufacturer narrative:
The device was visually inspected and no optical deviations could be found. This complaint was not confirmed. A review of the manufacturing records was performed and no deviations noted. Our investigation revealed no product deficiency suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.